Event description:
Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5 d.6b, d.9, g.2, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional added "ruptured". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell 50% or the shell is missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken shell on radius side assessed as surgical damage. 50% of the shell is missing assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.